Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product problem: analysis confirmed the customer comment that the generator's connector block was broken and further noted that the device failed its incoming functional testing due to the main printed circuit board (pcb) being misaligned. The pcb was realigned and restested and then the initial failures passed. All found defective parts were replaced and all other identified issues were resolved. (B)(4)

Event description:
It was reported that the external pulse generator's connector block was broken. The generator was returned for service. There was no patient involvement.